Manufacturer narrative:
The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. We are investigating the case in detail. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore not related to product quality.

Event description:
On (B)(6) 2018 - an (B)(6) year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection sites were covered with sterilized gauze and applied plasters. On (B)(6) 2018 - he complained of knee pain and swelling. On (B)(6) 2018 - he visited his physician. The physician suspected septic arthritis, so he injected 2 ampoules of rinderon(betamethasone) to the knees. On (B)(6) 2018- he had still pain.

Event description:
In (B)(6) 2018: an 87 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for bilateral osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection sites were covered with sterilized gauze and applied plasters. In (B)(6) 2018-: he complained of left knee pain and swelling. In (B)(6) 2018: he visited his physician for his left knee pain. Temp; 36.1 degrees c, bp; 126/55, pr; 104, wbc; 11800/microl, rbc; 464 x 10^4/microl, hb; 13.4 g/dl, ht; 42.7%, plt; 21.8 x 10^4/microl, neut; 75.9%, eosi; 0.6%, baso; 0.2%, lymp; 16.1%, crp 3.70 mg/dl. In (B)(6) 2018: he visited his physician for his left knee pain. Temp; 34.9 degrees c, bp; 143/62, pr; 78. He had movable pain in his left knee. Knee was not swollen nor hot. The physician suspected septic arthritis, so he received 2 ampoules of rinderon 25mg (betamethasone). In (B)(6) 2018: he visited the physician. The pain was still existing. The physician referred the patient to another hospital. (B)(6) 2018: the patient received synovectomy at the hospital.

Manufacturer narrative:
We are investigating patient's outcome. The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo. This additional information was provided from the injection physician. 1% carbocain was added as a suspect drug. Concomitant drug were added. The outcome was changed from not recovered/resolved to unknown.

Manufacturer narrative:
This is a definitive report. This additional information was reported from the treated physician. The date of event was 17 th march. The patient was admitted and mssa was detected. The symptoms were improved on (B)(6) and the patient was transferred to the other hospital. Crp and wbc were tested from (B)(6) may. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
On (B)(6) 2018- an 87 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for bilateral osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection sites were covered with sterilized gauze and applied plasters. On (B)(6) 2018 - he complained of left knee pain and swelling. On (B)(6) 2018- he received 2 ampoules of rinderon 25mg (betamethasone). On (B)(6) 2018 - he visited his physician for his left knee pain. Temp; 36.1 degrees c, bp; 126/55, pr; 104, wbc; 11800/microl, rbc; 464 x 10^4/microl, hb; 13.4 g/dl, ht; 42.7%, plt; 21.8 x 10^4/microl, neut; 75.9%, eosi; 0.6%, baso; 0.2%, lymp; 16.1%, crp 3.70 mg/dl. On (B)(6) 2018- he visited his physician for his left knee pain. Temp; 34.9 degrees c, bp; 143/62, pr; 78. He had movable pain in his left knee. Knee was not swollen nor hot. On (B)(6) 2018 - he received infusions of cefazolin. The physician referred the patient to another hospital. Wbc; 15020/microl, crp; 9.82 mg/dl. On (B)(6) 2018- the pain was still existing. He was admitted and received infusions of cefazolin. On (B)(6) 2018- mssa(methicillin-susceptible staphylococcus aureus) was detected from synovial fluid. Wbc; 14300/microl, crp; 17.32 mg/dl. On (B)(6) 2018- he received synovectomy and was indwelled a drain tube. On (B)(6) 2018- wbc; 9640/microl, crp; 11.46 mg/dl. On (B)(6) 2018- wbc; 11570/microl, crp; 3.84 mg/dl. On (B)(6) 2018- he was removed a drain tube. Wbc; 10230/microl, crp; 2.83 mg/dl. On (B)(6) 2018- he started rehabilitation. On (B)(6) 2018- wbc; 8500/microl, crp; 1.59 mg/dl. On (B)(6) 2018- wbc; 6520/microl, crp; 1.03 mg/dl. On (B)(6) 2018- he was prescribed cefdinir and levofloxacin. On (B)(6) 2018- wbc; 7630/microl, crp; 2.1 mg/dl. On (B)(6) 2018- wbc; 7630/microl, crp; 0.59 mg/dl. On (B)(6) 2018- wbc; 7800/microl, crp; 0.26 mg/dl. On (B)(6) 2018- the symptoms were improved. On (B)(6) 2018- he was prescribed levofloxacin. Wbc; 6550/microl, crp; 0.08 mg/dl. On (B)(6) 2018- wbc; 6690/microl, crp; 0.05 mg/dl. On (B)(6) 2018- wbc; 7610/microl, crp; 0.04 mg/dl. On (B)(6) 2018- wbc; 6910/microl, crp; 0.03 mg/dl. On (B)(6) 2018- he could walk with assistance. He was transferred to the other hospital.

Manufacturer narrative:
This additional information was reported from the injection physician. Concomitant drugs were changed. A blood laboratory test was performed on (B)(6) and the patient received betamethasone on (B)(6). The patient received synovectomy at another hospital on (B)(6). The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. We are investigating physician's reassessment and patient's outcome. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
(B)(6) 2018 an 87 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for bilateral osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection sites were covered with sterilized gauze and applied plasters. (B)(6) 2018 he complained of left knee pain and swelling. (B)(6) 2018 he visited his physician for his left knee pain. Temp; 36.1 degrees c, bp; 126/55, pr; 104, wbc; 11800/microl, rbc; 464 x 10^4/microl, hb; 13.4 g/dl, ht; 42.7%, plt; 21.8 x 10^4/microl, neut; 75.9%, eosi; 0.6%, baso; 0.2%, lymp; 16.1%, crp 3.70 mg/dl. (B)(6) 2018 he visited his physician for his left knee pain. Temp; 34.9 degrees c, bp; 143/62, pr; 78. He had movable pain in his left knee. Knee was not swollen nor hot. The physician suspected septic arthritis, so he received 2 ampoules of rinderon 25mg (betamethasone). (B)(6) 2018 he visited the physician. The pain was still existing. The physician referred the patient to another hospital. (B)(6) 2018 the patient received synovectomy at the hospital.